Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic (chest anastomosis) surgical procedure, error c-34 occurred repeatedly on vio dv integrated electrosurgical generator unit (iesu). Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse confirmed error c-34 in the logs. Site power cycled the iesu, but the issue was not resolved. Site continued the procedure with an external esu generator. The procedure was converted to a traditional laparoscopic surgery. There was no report of patient injury. Isi contacted the customer and obtained the following information: the procedure was converted because the customer could not figure out how to connect the erbe to an external generator. The procedure was converted due to the vio dv iesu. The reporter did not know if port incision were increased in size or if additional ports were added to the conversion. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the vio dv integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The vio dv integrated electrosurgical generator unit (iesu) was analyzed and found to have the error c-34. The reported problem was able to be confirmed using system logs to see there was various instances of c-34 as reported confirming as happening in the field. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using system, upon powering on the unit error c-34 appeared reproducing the reported event. The complaint was confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: c-34 - hf voltage too low in on state. The probable root cause of this issue cannot be determined as the iesu is an OEM product and cannot be drilled down further.

Event description:
Refer to h11 for follow-up information.